Manufacturer narrative:
Possible cause could not be determine due to product has not been returned for detailed analysis.

Event description:
It was reported that this device battery is depleting prematurely. Device battery longevity decrease considerably in a few months. Engineering confirmed premature battery depletion and recommended to replace device. Therapy delivery is currently unaffected. Device remains in service. No adverse patient effect were reported.

Manufacturer narrative:
Possible cause could not be determine due to product has not been returned for detailed analysis. This supplemental report was created to correct the following: b. Adverse event or product problem. 1. Type of report. 2. Outcome attribute to adverse event. G. All manufacturers. 2. Report source. H. Device manufacturers only. 1. Type of reportable event. 3. Device evaluated by manufacturer? 6. Adverse event problem in health effect - impact code.

Event description:
It was reported that this device battery is depleting prematurely. Device battery longevity decrease considerably in a few months. Engineering confirmed premature battery depletion and recommended to replace device. Therapy delivery is currently unaffected. Device was explanted and replaced. No adverse patient effect were reported.